Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a routine implant. It was noted that during implant when the catheter was peeled off by the physician the lead dislodged and the physician had to place the lead again. When reattempting to install the lead, the impedance was noted to be very high. The physician tried a different position but the impedance was still high. The lead was not implanted but exchanged. The new lead had good parameters. The physician believed the area the first lead was placed may have been scarred but because the replacement lead worked he thought there was an issue. The patient was stable following the procedure.